Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the set separated and leaked at the y-site during attachment of the tubing to the patient¿s port. As a result of the event, the drug was wasted, and there was no harm to the patient or staff as a result of the event.